Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoscidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen. It was indicated that the patient based treatment off of cgm values, which is off-label usage of the device. The patient started vomiting during the night, felt weak, and fell. They stated they felt they had ketones. The cgm was displaying readings in the 300¿s and based on the cgm reading, they took insulin. The patient continued to vomit and was taken to the hospital by her husband. The patient was admitted for a blood glucose of 1275, diabetic ketoacidosis (dka) and a myocardial infarction (mi). She was discharged one week later. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.